Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) inspected the system and found the drawer 4-1 was failed due to rubbing of solenoid wire on retractor band. Then rerouted the solenoid wires and secured properly and everything tested good in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. The customer stated that there was a delay in patient care.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.